Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2026, a 24mm amplatzer septal occluder was chosen for implant using an unknown delivery system. During the procedure, while implanting, it was noted that the device conformed into a cobra-like deformation. The deformed device was not released from the delivery cable while inside the patient. No angulation or kink was noted in the delivery system. There was no recorded interaction with cardiac structures during deployment. The procedure was completed using a new 24 mm amplatzer septal occluder. The patient experienced no clinical signs or symptoms during or after the event, remained hemodynamically stable throughout the procedure, and there was no clinically significant delay or adverse patient effect reported.